Event description:
The health care professional reported the stimulator was replaced due to early battery depletion; it lasted approximately 18 months. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins is functionally "ok".